Manufacturer narrative:
During the onsite investigation it could be seen that the hand pendant had been dropped by the account numerous times over the past years and was visibly damaged with the holes in the case showing the boards inside. Based on the feedback the damaged remote control most likely has caused the unintended movement of the bed. The customer ordered a new remote control. Based on this, no further action is required.

Event description:
Customer reported table was moving on its own during a case. This report was filed in our complaint handling system as complaint #(B)(4).